Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that there was no fr size indication on the seal of the package. This event occurred as the package was drawn from the box at a central supply room.

Event description:
It was reported that there was no fr size indication on the seal of the package. This event occurred as the package was drawn from the box at a central supply room.

Manufacturer narrative:
Received kit in unopened package for evaluation. Based on the visual evaluation, the fr. Size sticker on the leaflet was observed to be missing. The reported event was confirmed as manufacturing related. The device history record was reviewed and found a possible manufacturing issue(s) that could have caused or contributed to the reported event. The instructions for use state the following: "[shape, configuration and principles] <material> balloon catheter: natural rubber latex; silver coating this product is made with bacti-guard silver alloy coating. <size of catheters> available in sizes 8 to 24 in every 2fr."